Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that during implant there were no sensing. The lead was replaced. The patient&#38112;condition is fine after the event.